Event description:
In 2008, this patient with a heavily calcified aorta underwent endovascular repair of a thoracic aneurysm. Patient had suitable landing zones above and below the aneurysm, without the need to cover either the left subclavian or celiac artery access. Completion angiogram demonstrated wide patency of the graft and good flow into the celiac artery and superior mesenteric artery. The aneurysm was completed sealed off. Six days later, this patient expired. Per the autopsy report, the major contributing factor in the patient's death was significant ischemia of the bowel. Major autopsy findings included significant ischemia of the bowel, atherosclerosis and calcification of celiac/mesenteric vessels, aneurysmal dilatation and atherosclerosis of the thoracic aorta, cardiomegaly with left ventricular hypertrophy and significant coronary artery disease, serosanguineous ascites and bilateral pleural effusion and bilateral hypertensive arteriosclerosis of kidneys with acute tubular necrosis.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.